Manufacturer narrative:
A patient¿s ipg reached end of service and experienced pain at the ipg site was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients ipg has reached its end of service. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.